Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a camera head error e216 occurred. The issue was identified during a cholecystectomy therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is swelled and no display/image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is swelled, error code e216 is displayed (image fail). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.